Event description:
A presentation titled monovision by posterior-chamber phakic implantable collamer lenses for myopia correction in early presbyopia a large cohort study, indicated implantable collamer lenses were implanted in 95 eyes for purpose of evaluate safety and binocular visual performance at far to near distances of evo icl in myopia patients with early presbyopia. It notes there was lvc performed, 2 lenses removed and replaced with a smaller lens, and 3 removed and replaced for a larger lens, additionally notes there was lens rotation.

Manufacturer narrative:
Claim# (B)(4).